Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, preventing interaction with pump screen even though touchscreen was not cracked or shattered. Customer¿s blood glucose level was reported between 502 and 504 mg/dl. Customer gave correction insulin by injection and did not require help from another person, and planned to follow up with technical support to continue pump reset steps for unresponsive screen.